Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this ICD was performed. A visual inspection of the device header and case noted no anomalies. The measured battery voltage was 3.026 v. The battery was removed so that an external power supply could be connected to the device for further analysis. Detailed electrical testing isolated the high-current drain to an anomaly on one of the component layers (gate oxide) within a transistor on the device¿s integrated circuit. This latent component failure resulted in the high-current drain noted clinically.

Event description:
Boston scientific received information that, during a relocation procedure of the implantable cardioverter defibrillator (ICD) in preparation for the patient¿s upcoming radiation therapy, it was noted that the device battery appeared to be depleting more quickly than expected. It was reported that pacing percentage was zero and that no tachycardia therapy had been delivered by the device. A copy of device memory was saved and submitted for analysis. Due to the suspected premature battery depletion, the device was explanted and replaced. This ICD was returned for analysis. No additional adverse patient effected were reported.